Event description:
It was reported to medtronic minimed that the customer experienced a pump error 37 alarm (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, the customer was able to clear the alarm and unable to complete the insulin pump rewind and the customer was advised to discontinue use of insulin pump and revert to the backup plan. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no pump error 37 alarm noted during testing. ¿successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found multiple pump error 37 alarms on 27-jun-2025 started from 22:20:09 to 22:54:26 during basal delivery. Pump was cut open to perform visual inspection and found corroded motor home switch. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked select button keypad overlay. Pump error 37 alarm was confirmed due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.